Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent compressed in non-diseased segment. Device issue: stent dislodgement. It was reported that the procedure was to treat an in-stent restenosis located in the rca. The rca/pl was pre-dilated with another company's balloon and the lesion was crossed with a 3.0 x 18 mm promus stent delivery system, but the stent dislodged. Another company's balloon was used to compress the stent against the vessel wall. The procedure was completed by implanting a 3.0 x 28 mm promus stent in the mid rca. A cine of the procedure was sent for clinical review. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive cause for the stent dislodgement. Evaluation summary - quality assurance analysis revealed that the stent delivery (sds) was returned with blood on the balloon. There was contrast in the inflation lumen. The stent implant was dislodged from the balloon and not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned product. The ivus images and the cine of the procedure were returned and reviewed. The ivus images confirmed the in-stent restenosis. The review of the cine confirmed the incident description. Additionally, the reviewer noted that there is a tight lesion in the mid rca. Run 21 shows a stent on the delivery system in the proximal rca. Run 22 shows two markers at the rca/pl; however, there is no stent on the delivery system which confirms the stent dislodgement. The reviewer was unable to determine a cause for the stent dislodgement, but states that the tight lesion in the mid rca may have contributed to the dislodgement. Analysis of the returned sds is consistent with the device being prepared for use and inserted into the body. Although the stent implant was not returned, crimp marks were visible on the tightly folded balloon between the markers suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned, which may have aided in the evaluation. Potential causes for stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To ensure that the stent dislodgement is not the result of manufacturing, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. A review of the lot history records did not reveal any nonconforming material records issued for the lot that could have contributed to this complaint and all lot release testing met specification. Based on the reported incident information, returned product analysis, and cine review, a definitive cause for the stent dislodgement could not be determined; however, there are no indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.